Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported event. The device presented the garage tube proximally displaced over the pusher tube exposing the carrier tube and the clip still loaded on the carrier tube. The investigation determined that the garage tube had proximally displaced during thumb advancer distal deployment, likely due to radial sheath constriction, which resulted in the reported difficulty to deploy the thumb advancer and complete sheath splitting. The cause for the reported event was determined to be related to operational context. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that arteriotomy closure was attempted in a mildly calcified common femoral artery using a starclose se device after a percutaneous transluminal angioplasty procedure of the femoral artery. Reportedly, it was impossible to complete sheath splitting. The device was removed using the safety release mechanism and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4) - per instructions for use, do not deploy the clip in areas of calcified plaque. The safety and effectiveness of the starclose se device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.